Manufacturer narrative:
Concomitant medical products: product ID 97755; serial# (B)(4); product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty recharging the implant. The rep reported that the patient can get excellent recharge quality by moving the recharger very slightly, from no signal. The difficulty to recharge has been going on since the device was implanted. It was reported that the recharger (rtm) and controller have previously been replaced due the difficulty to recharge but the issue remains. No patient complications have been reported because of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the recharger was replaced but they haven¿t heard from the patient.